Event description:
Orthodonist stated that all brackets were debonded uneventfully from pt's teeth except the bracket on tooth #8 which was extremely difficult to remove. Orthodontist stated that there was no noticeable injury to tooth #8 at the time of debonding, but that the tooth must have been traumatized by the debonding because it subsequently required a root canal, bleaching, and a porcelain veneer.